Event description:
It was reported occlusion alarms occurred. Reportedly, customer "kept pushing for bolus until they went through and resumed insulin." There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.